Event description:
Based on documentation, outside of clinical use, the device had power issue with 35v. Based on received information, this issue was identified outside of clinical use and no reports of patient user harm. The user attempted to reboot the device in hopes of resolving power issue. However, that was not successful which prompted them to reach out to philips support for assistance. Per philips field service engineer (fse), a printed circuit board was recommended, which at this time is on backorder. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Multiple attempts were made for repair information, but no information was received.